Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown triathlon liner. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Patient retained device.

Event description:
It was reported that patient was revised on a right knee due to instability.